Manufacturer narrative:
Analysis was unable to confirm the customers comment regarding the performance of the programmer. Hard drive health was noted to be at 97%, as a result a new hard drive was installed. A total of 113 error(s) on the final test was received, as a result the lem (link electronic module) board was replaced and calibrated. The hard drive was reconfigured, reloaded and updated as necessary. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer "freezes" up and runs very slowly, to the point that "it cannot be used" anymore. The device has returned for servicing. No patient complications have been reported as a result of this event.